Event description:
On (B)(6) 2013, the reporter contacted animas stating for the past week, the patient experienced elevated blood glucose in the 400mg/dl range with fatigue, headache and moderate ketones. The patient reportedly was treated by the reporter with an insulin injection recommended by the heath care provider (hcp). The patient reportedly is going through a growth spurt noted by the hcp and no changes were made to the pump¿s settings. There were reportedly no issues noted during a review of the pump¿s settings. Customer support (cs) advised the reporter to contact the hcp to discuss the bg issues and to also seek assistance for possible settings adjustments due to the growth spurts. The pump reportedly is not being returned and that patient resumed insulin pump therapy. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was indicated due to the patient going through a growth spurt and due to the pump's settings not being adjusted because of this, this may have been a contributing factor to the reported bg event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The complaint could not be duplicated during the investigation. He users programmed basal rates are reflected in the daily insulin totals. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The history indicates the time and date were manually manipulated on (B)(6) 2013; this caused the tdd history to appear inaccurate. The last basal delivery and the last bolus were recorded on (B)(6) 2013. Review of the black box and alarm history shows only typical usage alarms and warnings; no alarms related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.